Event description:
It was reported that during an unknown procedure, the staple was stock when firing. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # 123a51. (B)(4). Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with the anvil and closure trigger in the closed position, also the knife was partially advanced. After further evaluation, the device could not be opened. An ecr45g reload is loaded on the device. The reload was received partially fired 1/2. During the visual inspection, the anvil knife slot was damaged and the knife was noted to be buckled; consequently, the reload was damaged. No functional test was performed due to the condition. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. The damage in the knife slot is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The condition of buckled knife is consistent with applying a high force to the firing trigger on a locked device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 11/24/2021. Additional information was requested and the following was obtained: 1. Did the device deliver any staples? Yes. Ecr45g. If yes, were the staples formed properly no. If yes, was the staple line complete? No. 2. Did the device cut? Yes. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Yes. 3. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Manual. If yes, did the jaws eventually open? Yes.